Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and minor scratched lcd window. (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room of a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was cardiac arrest and diabetes mellitus 2. The caller stated that the customer was having a great day, was cooking, put a time and went to the garden to work with the flowers. When the timer went off, the caller went to check on the customer. The caller found the customer and called the paramedics but they were not able to save her. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.